Manufacturer narrative:
The events of lymphoma and lump/nodule are a physiological complaint, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side "confirmed as bia-alcl," and "tumor." The device was removed.